Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.5, lab: 2.4. Caller also reported imprecision with inratio meter. Results are as follows: date: (B)(6) 2011, inratio: 7.2, 6.0, 5.1. Patient's medication was adjusted based on inratio results.